Event description:
It was reported the hub of the sheath detached upon withdrawal of the sheath following guidewire placement. The sheath migrated under the skinline and a small cutdown was performed for retrieval of the detached sheath. Another introducer system was used successfully and there were no pt complications involved. The device was received, evaluated and retained by this MFR. The engineering eval indicated the hub was received detached from the sheath. The point of separation appeared to be a clean/shear fracture. It was noted that the sheath was molded into the hub portion of the device. The tip of the sheath appeared damaged. Since it appears as though the sheath was molded into the hub portion at one time, co believes user technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event.